Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse replaced the measure na electrode and carbon bridge and performed serum flash of flow cell. However, the problem was not fixed and the ise was disabled. The fse returned to the customer lab on (B)(6) 2011, and replaced both na electrodes, but still observed high results. The fse replaced electrolyte injection cup spacer and washer, performed mc probe vertical alignments, replaced carbon bridge, and performed flow cell conditioning with serum. The fse performed calibration and verification assessment, and both tests passed. Per the fse, he was not able to reproduce the leak or identify the source. Although the fse replaced parts and serviced the instrument, root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that the modular chemistries (cc) sample probe is leaking and electrolytes would not calibrate on unicel dxc 800 pro synchron clinical system. No injury was reported on this issue.